Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen lcck femoral, cat#: unknown, lot#: unknown; unknown nexgen lcck tibial tray, cat#: unknown, lot#: unknown; unknown nexgen lcck patella, cat#: unknown, lot#: unknown. Geoffrey s. Van thiel, gregg r. Klein, adolph v. Lombardi, keith r. Berend, alexander c. Gordon, and craig j. Della valle ¿intraoperative molds to create an articulating spacer for the infected knee arthroplasty¿ clin orthop relat res (2011) 469:994-1001. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06704, 0001822565-2017-06705, 0001822565-2017-06707. (B)(4). Product location unknown.

Event description:
It was reported in a journal article that four patients had experienced an infection that were different than the initial infection. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: added: updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient had become re-infected thirteen months post-op and was revised to cement spacers. Patient had three prior total knees. No additional patient consequences were reported.

Manufacturer narrative:
This report is being submitted to relay corrected information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.